Manufacturer narrative:
On 3/8/2021, biosense webster inc. Received additional information indicating ¿the physician believes that the vizigo dilator was the cause of the tamponade.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent left atrial flutter ablation with carto vizigo¿ 8.5f bi-directional guiding sheath - small and suffered cardiac tamponade requiring surgical intervention. It was reported that during a left atrial flutter procedure the physician had difficulty going transseptal with the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was then traded with an slo and placed across the septum and then replaced with the vizigo sheath. Upon changing the sheaths after transseptal the pressure dropped and a pericardial effusion was diagnosed via (ice) intracardiac electrocardiogram. A pericardiocentesis was performed by the physician. The physician believed sheath dilator was cause of event. Complication required surgical closure of perforation. The patient had to stay in the hospital for an additional day and had fully recovered. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic, and electrical features were tested and no issues were observed. In addition, the carto vizigo¿ 8.5f bi-directional guiding sheath - small was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The carto vizigo¿ 8.5f bi-directional guiding sheath - small passed all specifications. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 3/22/2020, additional information was received about the event and patient. It was reported the patient was a female. It was confirmed that the issue occurred after transseptal puncture and no ablation was performed. No other catheter was used. Transseptal puncture was achieved with 0.035¿ ¿j-wire¿ and electrocautery pen (no needle used). The physician believed sheath dilator was cause of event. Complication required surgical closure of perforation. The patient had to stay in the hospital for an additional day and had fully recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref#: (B)(4).

Manufacturer narrative:
On 3/10/2020, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent left atrial flutter ablation with carto vizigo¿ 8.5f bi-directional guiding sheath - small and suffered cardiac tamponade requiring surgical intervention. It was reported that during a left atrial flutter procedure the physician had difficulty going transseptal with the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was then traded with an slo and placed across the septum and then replaced with the vizigo sheath. Upon changing the sheaths after transseptal the pressure dropped and a pericardial effusion was diagnosed via (ice) intracardiac electrocardiogram. A pericardiocentesis was performed by the physician. The volume of fluid removed is unknown. The patient¿s pericardial effusion has grown and they went into surgery for repair. Outcome unknown at this time. Based on the information available, the involvement of the vizigo sheath cannot be excluded. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.